Event description:
International affiliate reports the customer experienced difficulty in tightening screws with two monarch hexlobe drivers. Reports this resulted in inability to complete the procedure smoothly and in an increase in operation time. The difficulty resulted in a delay of thirty to forty five minutes while the patient was under anesthesia. Reports there was no other adverse effects to the patient. See mfg medwatch report no. 1526439-2013-34512 for the first driver that was involved in this event.

Manufacturer narrative:
Three requests were made for return of the monarch hexlobe driver. However, the instrument has not been returned. The lot number is unknown. Without a lot number, we are unable to review the device the device history record. A twelve month review of the complaint trend analysis for this product code noted that there were no other complaints reported for this device. Without a product sample or lot number, we are unable to confirm the reported issue or identify the root cause. No corrective action is required as we are unable to confirm the reported issue or identify the root cause and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.